Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports injection with juvéderm voluma® xc in the mid face and juvéderm vollure¿ xc in the lower face. The patient experienced "a small knot in the marionette area, it then started to get slightly red, itchy then swelled significantly, one week later things got worse and the other areas where there was filler began to react." The patient was treated with clindamycin, doxycycline, bactrim and daily prednisone, topical and oral. The patient was diagnosed with ¿granulomatous dermatitis caused idiopathic or associated with autoimmune condition.¿ it is unknown if a biopsy has been taken. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00282 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm vollure¿ xc.